Event description:
It was reported that at least one bd max¿ system, bd max¿ instrument gave false positive test results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: frequent false positives.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported that they are receiving frequent false positive results. Field service was dispatched. Field service disassembled and cleaned the inside of the instrument. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in (B)(6) 2021, the customer reported receiving false positive during their runs. The repair and dispatch for that complaint is covered in this case. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed by field service during dispatch.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that at least one bd max¿ system, bd max¿ instrument gave false positive test results. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: frequent false positives.